Event description:
The contact stated that the customer had received a reading in mmoi/l. The customer had not adjusted medication or alleged any adverse events due to the mmoi/l readings.the customer was able to reset the meter to mg/dl, and no product will be returned for evaluation.